Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage from subclavian crush. However, no diagnostic imaging was conducted to confirm the alleged cause. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.